Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed on the photograph provided. No issues abnormalities noted that may have caused or contributed to the reported condition. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that solution had leaked out from the door of the homechoice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.